Event description:
It was reported that during central processing, the force bipolar instrument jaws did not line up. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this did not occur during a procedure. There was no report of fragment falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.6415" x 0.2220" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage. The conductor wire was broken as it is designed to be attached to the grip tip. Additional observation related to the customer reported complaint: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. Electrical continuity test was not fully performed as one grip tip was missing. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The complaint was confirmed by failure analysis.